Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a lite glove. The customer reports that during an orthopedic surgery, the lite glove became loose in two parts. The customer further reports that the lite glove was torn and it was noted at the end of the surgery. The patient was prescribed antibiotics as a result of this incident. This incident did not prolong the surgery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.